Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. The stainless steel connector was repaired and remains implanted. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. It was repaired during the procedure and allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the patient's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the patient has been compliant with nutritional guidelines, the patient may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction." Device labeling addresses the possible outcome of a damaged device: "the lap-band ap system is for single use only. Do not use a band, access port, needle or calibration tube which appears damaged (cut, torn, etc.) In any way. Do not use one of them if the package has been opened or damaged, or if there is any evidence of tampering. If packaging has been damaged, the product may not be sterile and may cause an infection."

Event description:
Reported by patient as - I had a gastric band fitted, then had to pay for pin in the port to be replaced as it had a fracture in it. Follow-up findings from patient - patient had to have second operation to have port reconnected and tube replaced there was also a fracture in the pin. Follow-up findings from the facility - there was a leak in the band - the metal interconnector (stainless steal connector) was found to be fractured. This was reconnected with standard skin glue. Once reconnected, standard leak tests were carried out, no leakage was observed. The device remains implanted.